Event description:
Rec'd electronic report from a peritoneal dialysis rn who has reported the del clamp did not stop flow of effluent from the catheter and that the pt came into the clinic and was diagnosed with peritonitis. The rn verbally reported that the wife applied the clamp and covered him up. Later, when the pt woke up, he had leaked a large amount of effluent. The rn then reported that a couple of days later, he developed peritonitis. The pt was prescribed a course of ceftazidime and vancomycin administered intraperitoneally for this episode. The last dose of antibiotics infused for this event will be in 2007. The rn has also reported that the pt is recovering and able to continue peritoneal dialysis as prescribed with no ill effect from this event. A companion sample is available for an evaluation.